Event description:
Ous MDR - two dislodgements were reported on the day of the implantation. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The cuttings in the insulation occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.